Manufacturer narrative:
The lot number is unknown therefore no review of the device history record could not performed. The instructions for use which accompanies each device states in the section labeled adverse reactions that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.

Event description:
It was reported by the patient that she has experienced pain, bleeding and discomfort since having a posterior support procedure in 2008. Patient was told that she was healing well but the stitches were not dissolving, and she had some stitches removed in the clinic. At about 51 days later, she stated that via examination under aesthesia, the rest of the stitches were removed, and fresh stitches put in which would definitely dissolve. The patient had no improvement to her symptoms, and the doctor told her that he may need to remove the mesh. The patient had some stitches removed in the clinic by another doctor. At about 33 days later, via examination under aesthesia to remove the remaining stitches, the doctor excised a piece of the mesh which was protruding. Patient was healing although still experiencing bleeding and discomfort. In the following month, the patient was examined by a third doctor for a tear in her anus. The doctor performed a fissurectomy and removed some mesh that was still protruding. According to the patient, she has been advised that removing the mesh completely would be a hazardous operation and is now arranging for another consultation. No contact information is available for the physician. No follow-up possible with the doctor.